Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter is experiencing extremely high blood glucose levels white at school. The customer's blood glucose level is over 600 mg/dl. Customer would like to request a pump training for her daughter's nurse and others that take care of her daughter like teachers and assistants. Customer explains why her daughter is experiencing high blood glucose level is because no one at school knows how to operate her daughters pump. Pump was not returned for analysis.